Event description:
Sorin group (B)(4) received a report that, during the vein harvesting procedure, blue debris was seen in the wound. The clinician was able to remove all of the debris from the pt's leg. There were no pt complications due to the event.

Manufacturer narrative:
Sorin group USA received a report that, during the vein harvesting procedure, blue debris was seen in the wound. The clinician was able to remove all of the debris from the pt's leg. There were no pt complications due to the event. The hospital has retained the involved device and has not made it available for evaluation. Without an evaluation of the device, the root cause cannot be confirmed. However, the description of the reported problem suggests that the issue experienced by the clinician was most likely caused by applying excessive torque to the bipolar device during clamping. Clamping too much tissue with the device can damage and distort the jaws and potentially generate debris. Caution statements in the instructions for use provide the following information, caution: do not introduce excessive tissue between jaws as this will prevent them from closing and may affect coagulation and cutting, and caution: do not use excessive force to close the jaws as this may damage the device, and caution: do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument. In addition, the instructions for use also states: "examine the device carefully prior to use, during use and after completing the procedure to ensure the jaw is intact. If the jaw is not intact, locate missing pieces. Do not use the device if damaged." A follow-up report will be filed if the device is returned to evaluation.